Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned for service due to an allegation of "smelt like it was burning/power supply dcv output connector thermal/corrosion". There was no patient harm or injury reported. During the evaluation at the manufacturer's product investigation laboratory (pil), there was evidence of thermal discoloration found to the dreamstation/humidifier enclosures. The complaints are found to be caused by water/liquid ingress to the dc input power connector (p4) of the dreamstation base unit and also to the dc power supply dc output connector (along with water ingress to the blower assembly). Section e1 was incorrectly reported in previous report, which is now updated in this follow-up report.